Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. Subsequently, the customer went to the emergency room (ER) with a blood glucose (bg) displayed as "high"; however, specific value was not provided. Reportedly, a high ketone level was identified as dangerous by healthcare provider. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. The customer reverted to manual injections for insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information regarding release date; however, no additional information regarding this event was provided.